Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the procedure, during which the issue was identified, was unknown. However, the procedure was completed as planned without any reported harm. A philips remote service engineer (rse) inspected the system remotely and confirmed the issue. Analysis of the system log files confirmed that the test shot was over exposed but did not show any acquisition-related malfunctions. Troubleshooting determined that the shooting conditions were too high, so it was not possible to shoot. However, the pressing the shooting switch again allowed for dsa shooting so it was determined that the initial shooting position was bad. The cause of the problem was determined to be poor patient positioning. After the patient position was corrected, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system could not perform digital subtracting angiography (dsa). No user or patient harm has been reported. Philips has started an investigation regarding the reported issue.